Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a bankart surgery the suture tore after inserting the anchor. The anchor remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. No further information was received.